Event description:
It was reported by the purchasing agent the device was used in a laparoscopic tubal ligation. It was reported the shield did not come back over the blade when the trocar was inserted, and a vein was punctured. Called or director who estimates blood loss at about 150-200ccs. The surgeon clamped the vessel and bovied it. The patient is doing fine.